Manufacturer narrative:
Manufacturer reviewed x-rays. Review of x-rays by the manufacturer revealed a gross lead continuity. Device malfunction occurred, but did not cause or contribute to a death or serious injury.

Event description:
The reporter indicated that the patient had a "confirmed lead break." A system diagnostics test yielded high lead impedance indicating a possible lead malfunction. A review of an x-ray by the manufacturer revealed an obvious lead discontinuity noted near the lead bifurcation, distal to the electrodes. The entire vns therapy system was explanted. Reimplantation is not scheduled at this time. The lead and generator were returned to the manufacturer and product analysis is pending. Good faith attempts are being made to gather additional information.